Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported by the patient who was calling in to make a change to their device as they had wanted to increase stimulation that they saw the poor communication screen with and without the antenna. Patient services asked the patient if they had had a return of symptoms and the patient stated that it was hard to say if they did and if they did when it started. An email was sent to repair requesting a replacement programmer and antenna and it was noted by rpl that the patient was unable to communicate with and without the antenna, including the antenna. The patient was sent a replacement programmer and antenna. On (B)(6) 2020 the patient called back and reported that they were still getting the poor communication with and without the antenna. As the patient had been noted to not have an health care physician (hcp), the patient was sent hcp listings. There were no further complications reported.